Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during surgery that the driver tip broke at the distal tip while inserting the screw. The surgery was completed with a new driver and screw. No adverse patient consequences were reported. Requests for additional information were made to no avail. This report is related to report number 3025141-2024-00756 for the driver involved in this event.